Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing, headaches. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing, headaches. There was no report of serious or permanent patient harm or injury. In the initial report section b5 was not updated, the correct b5 should be - the patient has alleged filters getting black, difficulty breathing, headaches. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of device was completed by the manufacturer and found evidence of unknown dust contaminant on the rear panel, bottom enclosure, blower, blower seal, and blower box, liquid ingress on the blower and blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 instance of e-130 on the eroor log. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with liquid ingress on the blower and blower box and unknown dust contaminant on the rear panel, bottom enclosure, blower, blower seal, and blower box was inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,g3,h6 has been updated/corrected.